Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber showed that the metal cap was detached, and glass cap was broken, both were not returned. The fiber was functionally tested with the hene (helium-neon) laser fixture, no signs of breakage along the length of the fiber. The initial reported allegation was confirmed. It is likely that procedural handling of the device during set-up or use like excessive manipulation and/or rough technique contributed to the fiber cap break. Based on these test results, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, was identified that the tip of the fiber came loose since it was rotating within metal cap. The procedure was completed with another fiber without patient complications.